Manufacturer narrative:
Based on the claim against the product by the customer noting an activation problem from the iesu, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported event. The fse found that error c-34 occurred on the iesu when the footswitch was enabled for use. Fse also noted that error c-34 had occurred in the past, and the error seemed to be coming from the iesu main unit. The fse opted to replace the generator. After the replacement fse confirmed normal operation of the system. The system was tested and verified as ready for use. The complaint was confirmed by the field evaluation which indicates that the device did contribute to the customer reported issue. Isi has received the iesu, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted total prostatectomy surgical procedure, the iesu exhibited a persistent issue during the procedure. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted total prostatectomy surgical procedure, there was an activating problem with the vio integrated electrical surgical generator unit (iesu). The customer asked the intuitive surgical, inc. (Isi) technical service engineer (tse) the cause of the reported event. The tse found multiple c-34 errors in the logs. The tse noted that the c-34 error had also occurred in the past. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the medical engineer (me) confirmed that the event date was for (B)(6) 2023 for a total prostatectomy procedure, and the replacement of the generator was conducted on 19 april 2023. The procedure was completed with the same vio dv. There was no surgical delay.

Manufacturer narrative:
Additional information related to the event was obtained. The procedure performed was a da vinci-assisted pneumonectomy surgical procedure. Intuitive surgical, inc. (Isi) received the integrated electrical surgical unit (iesu) viodv generator involved with this complaint and completed the device evaluation. Failure analysis of the iesu viodv generator confirmed no issue. Investigation was unable to replicate the reported event of a system prompt for error code c-34. The iesu viodv generator operated as expected.

Event description:
Refer to h10/h11 for follow-up information.